Manufacturer narrative:
The returned device was evaluated. During testing it was found that the unit does not power on using either ac or dc sources. The green led indicating connection to ac source illuminates on front panel but unit fails to power on. The main board system was replaced and unit functions as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that rad-8 device powered off by itself. No known patient impact was reported.